Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. Low bg cause was not known. Reportedly, the customer's continuous glucose monitor was not available and therefore the customer found it difficult to manage their diabetes without this reading. Paramedics administered an intravenous line and customer was admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and was discharged 2 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.